Manufacturer narrative:
A ge service representative performed an onsite investigation. The cb-1 circuit breaker, surge suppressor pcb, x-ray tube, isolated transformer pcb, and ac power cord were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited intermittent power problems. Additional information was received from the field service engineer confirming that the system intermittently lost power. No patient serious injury or death was reported related to this event.